Event description:
Customer called to say that his blood glucose level had gotten as high as 300 mg/dl and was advised by clinical specialist to remove the pod he was wearing then give a manual insulin bolus. Customer states that when he removed the pod the canula was bent in half. The pod was not available to return for eval. Reviewed pinch-up application technique with customer. His blood glucose was down to 182 mg/dl by the time he called. No further issues were identified.

Manufacturer narrative:
The product will not be returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The customer stated that a kink was noted in the cannula. There was no report of an alarm, however, the pod would have initiated an occlusion alarm if the flow of insulin was restricted/ prevented by the kink and resulted in back pressure. The product user guide instructs the user to "check infusion site frequently for proper cannula placement." It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. The patient remedied the situation by removing and replacing the device per user instructions.